Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, it was discovered that the battery longevity had been overestimated during a prior follow-up. Technical support was contacted and the battery longevity was normal. No intervention was performed and the patient was stable.